Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose decreased to 30 mg/dl while wearing the pod on the leg for between 24 and 36 hours. The emergency services were called and treated the patient at home. The patient was transported to the hospital for further treatment. The pod was discarded by the patient.